Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the pump was explanted due to an infection at the pump pocket site. The pump segment of the catheter was also removed. The spinal segment of the catheter was tied off and remained in the patient. The onset date of the infection was unknown. The patient status was reported as alive no injury. The physician planned to replace the pump down the road with no timeframe given. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting were noted to be not applicable. The issue was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.